Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-12550. It was reported the pt lost stimulation therapy. It was determined the lead had migrated. The physician explanted and replaced the leads. The ipg was electively replaced with a newer model.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.